Event description:
It was reported that the ilet pump displayed white lines across the screen that impaired readability while the pump otherwise functioned, and the user completed two firmware updates without resolution. Symptoms included visual display interference only, with no reported adverse physiological effects. Outcomes included continued therapy use without medical intervention or hospitalization. Investigation included remote troubleshooting and attempted software updates. Investigation of this case revealed a persistent display anomaly consistent with a screen visibility malfunction, with no evidence of structural damage and no impact to insulin delivery function. It was concluded, based on previously established findings for similar reports, that the cause was likely a hardware-related display failure.